Event description:
Home patient (hp) reports "cut" in sheeting of homechoice set cassette, noted during apd treatment. No leaks noted by hp. Hp reports discomfort due to infused air into the peritoneum cavity. Hp reports excess air was not confirmed by an x-ray. Hp reports no pt injury or medical intervention required as a result of incident.